Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
The customer reported a ventilator experienced a 35 volt failure during preventative maintenance (pm). The device was evaluated by the customer and philips remote service engineer (rse). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the power management board to address the issue. Following the replacement of the part, the unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were observed.